Manufacturer narrative:
Device not returned.

Event description:
It was reported that the t:lock connection became bent. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Tandem technical support guided the customer through priming the air bubbles out. Customer's blood glucose was 320 mg/dl.